Manufacturer narrative:
The doctor declines to provide additional information about this event. The lens remains implanted and is not available for evaluation. The investigation is ongoing.

Event description:
It was reported that approximately 8 weeks after implant of an intraocular lens (iol) the patient had residual astigmatism and went back to the operating room to rotate the iol. The doctor declines to provide additional information about this event.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is required.